Manufacturer narrative:
Eval summary - although constant vibration and high pressure alarm could not be duplicated, the reported problem with "memory error" was confirmed during the investigation of the returned ventilator. The main board was changed as a proactive measure. Failure investigation: plugged the ventilator to ac power and turned it on. "Loading" is displayed in the beginning as expected. Then, approximately 30 seconds later, "memory error!" Appeared on the display. Accessed the main board and swapped flash memory u35 with a new one. "Memory error!" Still occurred. Put the original u35 back and installed the main board into a good known ventilator. "Memory error!" Still occurs. Replaced the original main board with a new one and put the new main board into the returned ventilator. The ventilator loads normally. The problem was confirmed to be due to the faulty main board. The ventilator was fully calibrated and performed operation verification procedure (ovp) including pressure test. Battery test was also performed. The ventilator met all required specifications.

Event description:
Reportedly, a nurse found that the ventilator was vibrating constantly and high pressure alarm sounded. The nurse immediately took the pt off the ventilator and began manually ventilating. The ventilator was inspected at the user facility and found that it vibrated loudly and gave high pressure alarm. Manometer needle was found to be remaining at 80cm+ and not returning to 0cm. The ventilator was turned off and back on again. Then, "memory error" along with device alert with audible alarm occurred at the startup for several attempts. The pt was changed to another ventilator. Please note that there was no serious injury in this case.